Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette) it was reported that different pumps with the same cassette and pumps are alarming nd pump wont run. I explained that likely the cassette is the source of the alarm. Flow stop cassettes are used and she did not have the lot number at time of call. Patient not affected. No additional information available.